Manufacturer narrative:
Original evar was performed on (B)(6) 2016. During follow-up at an unknown date the aneurysm was found to be growing. On (B)(6) 2020 the patient underwent a blood vessel prosthesis implantation procedure. The physician observed that blood leakage from some stitch holes in the mb stent grafts that use stitching to attach the stent to the graft (such as intelliflex) are often noted to have small leaks around the needle holes. These leaks usually resolve spontaneously intra-operatively as a consequence of the thrombogenic pathway.

Event description:
Endoleak type iiib reintervention.